Manufacturer narrative:
Hoveround has not been given access to evaluate the power wheelchair; however, no malfunction suspected. The end user stopped quickly and was not wearing the seat belt as advised. Hoveround's owner's manual warns "to avoid serious injury or death: always use the seat belt."

Event description:
End user's daughter reports while operating the power wheelchair outside, the end user stopped quickly before crossing the street and fell.